Event description:
It was reported that the patient with this left ventricular (lv) lead experienced an infected aortic valve and vegetation. This lv lead was explanted as the possibility of infection might be present during the removal of the infected valve. No lead replacement. No additional adverse patient effects were reported.